Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 23feb2026, the sample has not been returned for investigation. Therefore, the complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for sheath and carrier tube assembly difficulty as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following reported information: a antegrade access into right femoral artery was performed, and a 7 french short sheath was in place. An 8 french angio-seal was selected for closure after an angiogram confirmed the sheath was in the common femoral artery. The location phase was performed and then moved onto inserting the plug when the technologist came in on a 45-degree angle when attempting to achieve the first click. Only one side locked in and when he tried to manipulate the device it was pulled out of the patient. There was no part of the device left behind, and manual pressure was held without further complication. Blood loss was less than 250cc.

Manufacturer narrative:
A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff technologist rt(r). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.